Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 87 and blood glucose was 158 mg/dl. Caller was advised to monitor issue and sensor would be replaced.